Event description:
It was reported that the device flashed the charge pak, attention and wrench icons on/off. Physio-control evaluated the device and observed that it failed to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.